Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgery may occur to address the issue.

Event description:
Additional information received indicate the patient underwent surgical intervention, wherein the ipg was explanted and replaced. Effective therapy restored post-operatively.

Manufacturer narrative:
Date of explant was added as it was inadvertently omitted in the earlier submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.